Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) was able to access station ab_1cheam and confirmed that the medstation was launching normally. Tss informed the customer, and customer stated that the system was working and customer was able to log in without issues. The system functioned as intended when the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower had stuck on blue screen with carefusion. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.